Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that in (B)(6) 2025, a 23mm epic max valve was chosen for a procedure. The valve was implanted. On (B)(6) 2025, the patient presented with high out put from mediastinal drains (700ml) in the first operative hours with a 2 point drop in hemoglobin levels. A blood transfusion and surgical intervention were performed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient presented with high output from mediastinal drains, drop in hemoglobin levels was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incident could not be conclusively determined. The reported unexpected medical intervention and surgical intervention were results of case-specific circumstances as blood was transfused. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that in (B)(6) 2025, a 23mm epic max valve was chosen for a procedure. The valve was implanted. On (B)(6) 2025, the patient presented with high out put from mediastinal drains (700ml) in the first operative hours with a 2 point drop in hemoglobin levels. A blood transfusion and surgical intervention were performed.